Event description:
It was reported that the insulin pump died and would not turn on no matter what the caller did. The caller stated that the battery contacts had been cleaned and that the battery had been replaced as well, but this did not resolve the issue. The reporter did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.